Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) who reported that the blood pump tubing guide on the rotor of the 2008t machine has come off. The fst was able to duplicate the reported issue. The blood pump rotor was replaced to resolve the reported issue. The machine passed functional checks and completed heat disinfection as expected. Patient involvement was not initially reported. However the biomed stated during follow-up that the reported issue occurred during a patient's hemodialysis (hd) treatment and damaged the tubing of the bloodlines. Additional information was requested however a response was not received. It was not reported that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was not provided. No samples were reported to be available for physical evlauation by the manufacturer.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) who reported that the blood pump tubing guide on the rotor of the 2008t machine has come off. The fst was able to duplicate the reported issue. The blood pump rotor was replaced to resolve the reported issue. The machine passed functional checks and completed heat disinfection as expected. Patient involvement was not initially reported. However the biomed stated during follow-up that the reported issue occurred during a patient's hemodialysis (hd) treatment and damaged the tubing of the bloodlines. Additional information was requested however a response was not received. It was not reported that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was not provided. No samples were reported to be available for physical evlauation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) who reported that the blood pump tubing guide on the rotor of the 2008t machine has come off. The fst was able to duplicate the reported issue. The blood pump rotor was replaced to resolve the reported issue. The machine passed functional checks and completed heat disinfection as expected. Patient involvement was not initially reported. However the biomed stated during follow-up that the reported issue occurred during a patient's hemodialysis (hd) treatment and damaged the tubing of the bloodlines. Additional information was requested however a response was not received. It was not reported that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was not provided. No samples were reported to be available for physical evlauation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the rotor was returned to the manufacturer for physical evaluation. The returned rotor has a missing sleeve (guide sheave) on one of the rear guide pins and the other rear pin have a loose sleeve, however, the sleeve could not be removed from the pin. Both rear guide pins have signs of debris. There are no other discrepancies found on the rotor. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. The returned rotor did not create any unusual noises throughout the test.